Event description:
It was reported that during a procedure, for two different venogram balloons, after inflation the balloons would not deflate with the provided 3 cc syringe. A custom supply 30 cc syringe was utilized to achieve complete deflation of the balloons. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).